Event description:
About 1/3 of the glidescope blade tip is cracked and barely attached. No pt involvement was reported.

Manufacturer narrative:
Safety alert notice c/r 3022472-5-07-2013-001-c issued to all customers on 05/10/2013 to provide add'l safety info to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage. (B)(4).